Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381412 and lot number 4116719. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A device history record review was completed by our quality engineer team for provided material number 381412 and lot number 3278275. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. An additional lot number was provided in this complaint for material number 381412. Lot # 3278275 mnf date 2023-10-09 exp date 2026-09-30.

Event description:
It was reported that bd insyte autoguard leaked. The following information was provided by the initial reporter: staff rn noticed after inserting a 24 g peripheral IV that the site was leaking when flushing to confirm placement. IV was removed & new 24g piv was inserted. This 24 g was leaked as well. Lot # from first catheter was # 3278275 & the second catheter inserted the lot # was 4116719. A third 24 g with different lot # was inserted without any complications & infusion was completed (B)(6) 2024 good morning. There were no staff injuries and 2 occurrences. I have not heard of any more occurrences since that day.